Manufacturer narrative:
Further information from the reporter regarding event, product and confirmation of deflation from the physician has been requested. No additional information is available at this time. Reason for reoperation: leaking.

Event description:
Patient reported leaking saline implants and "not ready to lose my figure". The manufacturer of the device is unknown. The report captures the right side. Additional information reported by healthcare professional: "rippling" and pain. The device remains implanted.